Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2019, the customer received the following results on the aviva system within 10 minutes: "hi" mg/dl, 442 mg/dl and 96 mg/dl. On (B)(6) 2019, the customer received the following results on the aviva system within 10 minutes: 195 mg/dl, 449 mg/dl, and 204 mg/dl. The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.